Event description:
It was reported that a homechoice device experienced an unspecified alarm (no details provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The reported problem was identified during the event history log review as a check lines and bags alarm. Functional testing and visual inspection was performed with no issues noted. The cause of the condition could not be determined. All parts were replaced as preventive maintenance. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.